Event description:
The hosp reported that during a case using a heartstring seal, that the seal would not deploy. Another unit was used to complete the case. No pt complications were reported.

Manufacturer narrative:
The device has not yet been returned to boston scientific. We will continue to pursue the return of the device and a supplemental report will be submitted when the device has been returned and the investigation is complete.